Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed. One split near the 3cm depth marker and the other at the 4cm depth marker. Both catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported by the customer reported a PICC line that was placed that has been leaking for a few days. Vat team went to assess the line and appeared it was leaking, so the PICC was removed. Rn flushed the line and split was noted near the 5 cm mark. Additional information received 12/13/2023: the leaking was noted while in the patients arm but no injury was noted or reported at this time.

Event description:
It was reported by the customer reported a PICC line that was placed that has been leaking for a few days. Vat team went to assess the line and appeared it was leaking, so the PICC was removed. Rn flushed the line and split was noted near the 5 cm mark. Additional information received 12/13/2023: the leaking was noted while in the patients arm but no injury was noted or reported at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.